Event description:
It was reported that the patient underwent a surgical procedure to revise this artificial urinary sphincter (aus) due to the device not working properly two weeks prior to the revision procedure. The aus cuff was explanted and replaced with a new aus cuff with no clinical consequences to the patient. During the revision procedure the physician observed a small hole in the cuff resulting in fluid loss.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes the reported allegations of fluid leak, mechanical issue, and hole/perforation was confirmed through analysis. Technical analysis: the product was returned for analysis to our post market quality assurance laboratory. The cuff component was visually inspected, microscopically examined, and tested for leaks. Visual examination identified a pinhole leak in the cuff shell body at a corner of a fold resulting from wear of the cuff. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Device history record: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Investigation conclusion: based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient underwent a surgical procedure to revise this artificial urinary sphincter (aus) due to the device not working properly two weeks prior to the revision procedure. The aus cuff was explanted and replaced with a new aus cuff with no clinical consequences to the patient. During the revision procedure the physician observed a small hole in the cuff resulting in fluid loss.